Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 12-jun-2024. H.6. Investigation summary: bd received 19 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality was observed. Poor barrier separation was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure modes of additive abnormality and missing additive with the incident lot were observed. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality and missing additive. This complaint is unable to be confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes had foreign matter in the tubes, and poor barrier separation of the sample. There was no report of patient impact.

Manufacturer narrative:
G5. Multiple 510(k): bk050036, k230855 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes had foreign matter in the tubes, and poor barrier separation of the sample. There was no report of patient impact.